Event description:
On (B)(6) 2025, a patient (pt) reported an ¿allergic reaction¿ to contacts in both eyes (ou) while wearing the acuvue® oasys® brand contact lenses (cls) which¿ stripped the outer layer of my eyes raw,¿ with eye pain and ¿vision is impaired.¿ the event date was not provided. The pt also reported complaints of blurry vision, visual disturbances and irritation. On (B)(6) 2025, the pt provided additional information. The pt reported the event occurred ¿around (B)(6) 2025,¿ the exact date iswas unknown at the time of the call. The pt reported that both eyes were affected. The pt now has a different prescription. The pt reported the diagnosis provided by the doctor was ¿allergic reaction and chemical burn that stripped the outer layer of the pt¿s eyes completely causing eye pain and blurry vision.¿ the pt was prescribed unknown steroid drops, frequency not provided. The pt reported the eyes are better and using glasses but will like to return to cl wear. The pt has a follow-up appointment with the treating eye doctor, date not provided. The pt only had the name of the eye center and advised it was part of the hospital, exact doctor contact details were unknown. The pt reported no issues were noted on the suspect cls prior to insertion and none were noted when the suspect cls were removed from the eyes. The pt will provide the suspect lot numbers and additional medical information by email. On (B)(6) 2025, the pt provided photos of the cl boxes and lot number details, but the information was unable to be viewed. On (B)(6) 2025, a call was placed to the pt¿s treating eye care provider¿s (ecp¿s) office. A detailed voicemail was left requesting a return call to verify the pt¿s diagnosis and treatment. No additional information was provided. On (B)(6) 2025, a call was placed to the pt requesting additional information, but nothing additional was provided. On (B)(6) 2025, the pt provided additional information. The pt reporteds having a follow-up appointment (date not provided) and has stopped the steroid eye drops. The pt had a ¿fitting for new contacts.¿ the pt will resend the suspect lot numbers by email. On (B)(6) 2025, a call was placed to the pt¿s treating ecp office. A representative reported they office will follow-up with the pt to have the pt sign a medical release and after the information is obtained, they will call to provide the medical details will be provided as requested. No additional information has been received. The date of the event will be reported as 01jun2025 as the exact event date is unknown. The pt¿s ou event will be reported as a worst-case as we were unable to verify the pt¿s diagnosis and treatment with the ecp. This report is for the pt¿s left eye (os) event. A separate report will be provided for the pt's right eye (od) event. The suspect os lot number is unknown and the suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.